Event description:
It was reported that device detachment occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure the device was found to be fractured. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Event description:
It was reported that device detachment occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure the device was found to be fractured. The device was removed, and the procedure completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. It was further reported that the 80% stenosed target lesion was located in a non-tortuous and non-calcified mid left anterior descending artery. The lesion was pre-dilated with a 2.50 x 10 cutting balloon. The device was completely removed along with the guide catheter.